Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2016-02731 / 0001825034-2016-02732).

Event description:
Patient underwent a right knee revision procedure approximately four years post-implantation due to unknown reasons; the femoral component and bearing were removed and replaced.